Event description:
The lead would not enter the 8-15 slot in the implantable neurostimulator header. The surgeon saw a piece of metal, like a flap and pushed a needle into the slot. The lead was inserted. Impedances were normal. Post operatively, low out-of-range impedance readings indicative of short circuits were noted on electrodes 9-15. Out of regulation error messages were displayed associated with that lead. The device was not reading well. The implantable neurostimulator was replaced the same day. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).